Manufacturer narrative:
The autopulse platform was returned to zoll on 10/04/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, it was reported that the autopulse platform ((B)(4)) provided compressions for approximately 10 seconds than stopped, and displayed a "reset lifeband" message. Despite the crew's efforts in resetting the lifeband and platform, the issue continued. The responding crew reverted to manual CPR. Following the event, the platform was brought back to the station to be evaluated. Per reporter, the platform had displayed user advisory 12 (lifeband not present) several times after testing with multiple lifebands. According to the reporter, the patient passed away; however, the cause of death is not known. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other patient information was provided.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no physical damages were noted. During the review of the archive data multiple user advisory (ua) 12 (lifeband not present) were observed; thus, confirming the customer's complaint. Further archive data review also confirmed that the device did stop compression multiple times due to ua 7 (discrepancy between load1 and load2 too large), a ua 17 - (max motor on time exceeded) and a ua 45 (shaft not at "home" position occurred). The platform was evaluated and met all required specifications. During functional testing, the autopulse platform ran with good known test reference batteries. The platform passed testing with no faults or errors. The autopulse platform is a reusable device and was manufactured on 4/8/2016. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 7 alerts that the load sensing system has detected a weight/load imbalance between the two load cells due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Ua 17 can occur when the compression depth cannot be reached in time possibly due to low battery, the lifeband is twisted and or the patient is stiff. Ua 12 typically occurs when the belt clip is not detected in spool shaft or not fully inserted into the shaft. These ua are clearable by the operator. There was no device deficiency found during functional testing which could have caused or contributed to the reported complaint. In summary, although the customer complaint was confirmed during archive review, a root cause of the problem could not be determined. The device passed functional testing with no faults found. The autopulse passed all testing criteria and met all required specifications.